Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Unable to advance contra wire. Difficulty in advancing the contralateral pull wire. Type I endoleak was noted but left untreated.